Event description:
It was reported that the g7 poly liner did not lock into the acetabular cup. An alternate device was used to complete the surgery. No adverse events were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A g7 10 deg e1 liner 36mm g, part # 010000898 from lot 6500076, was returned and evaluated against the complaint. Visual inspection found a single scuff on the outer radius. Tool marks are visible on the side wall. Indentations are present in the scallops in the elevated portion of the liner. A black particle appeared to be imbedded in the liner, but the particle was able to be wiped away the additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified no barbs or visible damage on the liner outer surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.